Manufacturer narrative:
Sections with additional information as of 01-dec-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up calls on (B)(6) 2022 and (B)(6)2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated he was out of town and requested additional replacement be sent to him at his secondary address. Note: manufacturer contacted customer in a follow-up calls on (B)(6)2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated they are comfortable with the glucose readings from the new replacement products

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 174 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-98 mg/dl and expected pm fasting blood glucose test result is below 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 121 mg/dl using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/31/2023 and open vial date is (B)(6)2022. The meter memory was reviewed for previous test result history (only one result provided): result 1 :174 mg/dl date: (B)(6) time:11:43am fasting